Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur wobbled when inserted into the handpiece during the tympanoplasty procedure. The unit was being used on the patient when the bur wobbled. There was no back-up device used. There was no impact neither the patient nor the staff.